Event description:
It was reported that during a urinary organ procedure that the hand switch did not activate at all. There was no pt consequence.

Manufacturer narrative:
D4, 10; h4, 6: info anticipated, but unavailable at this time.